Manufacturer narrative:
The referenced chronic driveline infection was reported under medwatch report# 2916596-2017-00718. Unique identifier (UDI) #: (device identifier) - (B)(6). Approximate age of device - 2 years, 5 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2017 to a non-implanting center with nausea, vomiting and abdominal pain, and was found to be anemic. Anticoagulation was held and the inr was 1.5. A gastrointestinal workup was performed and an upper endoscopy showed only non-bleeding ulcers. No other signs of gi bleeding were reported. The patient has a history of a chronic pseudomonas driveline infection and was assessed for additional infection concerns. The history included several driveline site revisions that were performed at the implanting center. It was also recently discovered at the implanting center that the patient's blood cultures were positive for (B)(6). Upon admission, purulent drainage was observed at the driveline exit site. A CT scan was without obvious signs of abscess. The patient was treated with IV antibiotics. The patient refused transfer to the implanting center and was discharged against medical advice on levaquin and linezolid. The patient has not contacted the outside hospital for further treatment, or been back to the emergency department since being discharged. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.